Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: noticed that the plate became wobbly in relation to the cage. This was noticed once the cage was insitu in the patient. The surgeon made the comment that the plate was wobbly. I have suggested that the implant was removed and replaced. The surgeon decided to keep the implant in and secures the implant with the screws as per implant design. Xray shown that the cage was satisfactory in place. No issues raised from the surgeons attending the page. Procedure was performed as usual with no delay to surgery. This complaint involves one (1) device zero-p va cage lrg lordotic h7 peek. This report is for one (1) zero-p va cage lrg lordotic h7 peek. This is report 1 of 1 for complaint (B)(4). This is report 1 of 1 for complaint.